Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, a blade broke at the blade mount of the saw. No blade pieces entered the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, no broken pieces of a blade were found in the blade mount assembly. However, the assembly was found to be damaged, which can prevent blades from being properly locked into position, and was determined to be a probable cause of the reported broken blade.

Event description:
It was reported that during a surgical procedure at the user facility, a blade broke at the blade mount of the saw. No blade pieces entered the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.